Event description:
During baxter's evaluation a device alarmed for a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Additional testing was unable to reproduce the upstream occlusion alarms.